Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for error 3, expected 2300 actual 38ml/min, device had 01(patient line open) and 02 (low flow) alerts and circulation pump running at 65% in bypass, system hours 16,850. Per additional information updated from ttm on 08may2025, biomed would like to speak to someone about a calibration error (error 3 - flow rate out of range). Per follow up information received via phone on 02jul2025, spoke with them via phone on 02jul2025. It was reported that the device was going to need repairs and the biomed management team decided to just retire the device instead of investing in repairs. The device was fairly old, and it would be better to just purchase a brand new one.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Expected 2300 actual 38ml/min, device had 01(patient line open) and 02 (low flow) alerts and circulation pump running at 65% in bypass, system hours 16,850. Per additional information updated from ttm on 08may2025, biomed would like to speak to someone about a calibration error (error 3 - flow rate out of range). Per follow up information received via phone on 02jul2025, spoke with them via phone on 02jul2025. It was reported that the device was going to need repairs and the biomed management team decided to just retire the device instead of investing in repairs. The device was fairly old, and it would be better to just purchase a brand new one. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.